Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous proximal right coronary artery (rca). The 3.5x23mm xience alpine stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the stent implant became flared. During withdrawal of the sds, the flared stent implant interacted with the guiding catheter, and the sds could not be pulled into the guiding catheter. All devices including the guiding catheter were pulled back to the access site. The introducer sheath was changed to an 8-french and a snare device was used to loop together all devices. All devices were then removed as a single unit. A vessel dissection was noted in the rca, which was not treated. Minor tissue damage was noted at the access site, which was not treated. The decision was made to abort the procedure at that time. There was a clinically significant delay in the procedure and the patient's hospitalization was prolonged. No future procedure is planned and the patient has since been discharged from the hospital. There was no additional information provided. The sds was returned with the distal shaft separated and the proximal portion of the shaft including the hub was not returned. Follow-up information received from the account stated that the device separated during the attempt to remove the device and was snared. Reportedly, the proximal portion of the shaft including the hub, was cut to facilitate up-sizing the sheath to a 9-french sheath to remove the device. Reportedly, no portion of the device remains in the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and shaft separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the stent delivery system from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.